Event description:
A report was received that the patient had continues pain and swelling at the ipg site. The physician drew fluid out of the patient's pocket with a syringe and was sent to laboratory for culture. The patient will undergo an ipg pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated to a new pocket site due to complaint of swelling and pain. It was noted that the patient¿s skin discolored, swollen and a large thick coat of scar tissue was discovered and it encapsulating the ipg and large mass of fibrous scar tissue encapsulating the coiled excess leads under the ipg. It was noted that the patient swabbed the pocket site twice and antibiotics were prescribed. No further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had continues pain and swelling at the ipg site. The physician drew fluid out of the patient's pocket with a syringe and was sent to laboratory for culture. The patient will undergo an ipg pocket revision procedure.